Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/11/2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: stapler was placed across left upper lobe pa branch and fired. When opened there was a ton of bleeding. It appeared part of the artery was stapled, and part was not. To be honest, when the stapler was fired, the resident didn't show me the tips, but it was a small artery and the cartridge felt like it was across. Did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? No. Did the device deliver any staples? See above. If yes, were the staples deployed into the tissue formed in the proper closed b-formation? Didn't check that. If not, please explain. If the stapler did fire was the staple line complete? See above. Didn't check that. Did the device cut? Yes. If yes, was the cut line complete? Yes. If a different issue occurred, please provide details. Is the current patient status known? Survived and needed prbc transfusions ( a bunch) was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Had to do thoracotomy, increased pain and one day in hospital. Was the procedure robotic or vats? No not a robotic procedure. What was the approximate width of compressed vessel? Unknown. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Yes. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. What is the current patient status? Satisfactory.

Event description:
It was reported that during an unknown procedure the stapler was fired on a vessel and the product had a non-desirable outcome. That is the only information available at this time.